Event description:
Philips received a complaint on the dfm100 device indicating that there was a problem with the battery. The fse evaluated the device remotely with the site clinical engineer. It was determined that the battery is dead, and a replacement battery was ordered. The device remains at the customer site and no further evaluation is warranted at this time. The efficia dfm100 defibrillator, model# 866199, is substantially similar to the heartstart xl+ defibrillator (model # 861290) and will be reported in the united states under device model # 861290.